Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A revision surgery was performed using the blueprint planning feature. The patient fell and fractured their glenoid. Upon performing the revision, there was a big void in the glenoid which caused the baseplate to pull out.